Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the patient¿s driveline could not be confirmed as (B)(6) was not returned for evaluation and no images were provided by the account for review. It was also reported that heartmate ii left ventricular assist system (lvas), serial number (B)(6), would not be returned for evaluation. The relevant sections of the device history records for vad-16326 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 15dec2014. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline. These sections warn that damage to the driveline, depending on the degree, may cause the pump to stop and instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 4 of the patient handbook also states that if the driveline is damaged, the pump may need to be replaced and should be replaced as soon as possible to prevent serious injury or death. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, provides instructions in the event the pump stops. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient accidentally cut his driveline and pumping stopped. The patient was readmitted to the operating room, and the heartmate ii pump was exchanged to the heartmate 3.